Event description:
The surgeon was advancing the +25.5 diopter single piece collamer lens in the indigo-p injector using the ftp-indigo plunger and the tip of the plunger broke and damaged the lens prior to insertion. No pt contact or injury.